Event description:
Programming history data was reviewed.

Event description:
It was reported that a patient received a full revision due to high impedance. The generator was replaced prophylactically. The patient's parents reported that his seizures were no longer being controlled. The devices were discarded and will not be returning to the manufacturer for analysis. Attempts for additional relevant information have been unsuccessful to date.